Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The display lens assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer. Physio-control further evaluated the removed assembly and observed that the lens foam tape had shifted on the top, bottom, and one side. The root cause of the reported problem was determined to be the misalignment of the foam tape.

Event description:
It was reported that the internal foam gasket around the display assembly had migrated upwards and could possibly obscure a portion of the device's display. There was no report of pt use associated with the reported event.